Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control). Patient temperature was 37.3c, target temperature was 36c, water temperature was 29.8c, flow rate was 3 lpm, chiller temperature (t4) was 4c, mixing pump command was 100 percent. Nurse would take this device out of service and see if emergency room has one. The only other intensive care unit device was in use. Per wo update on (B)(6) 2023, device was not cooling. Based on the diagnostics mis discussed that this was indicative of a failed mixing pump. Biomed would order and replace the pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control). Patient temperature was 37.3c, target temperature was 36c, water temperature was 29.8c, flow rate was 3lpm, chiller temperature (t4) was 4c, mixing pump command was 100 percent. Nurse would take this device out of service and see if emergency room has one. The only other intensive care unit device was in use. Per wo update on (B)(6) 2023, device was not cooling. Based on the diagnostics mis discussed that this was indicative of a failed mixing pump. Biomed would order and replace the pump onsite.